Manufacturer narrative:
A titan touch pump and cylinder 1 and 2 were received. A separation within abrasion was noted on the inlet tube of the pump at the tube/strain relief junction of the pump. This was a site of leakage. Partial separations within abrasion were noted on both exhaust tubes of the pump. These were not sites of leakage. Abrasion was noted on all pump tubes. Abrasion was noted on the exhaust tube of cylinder 2. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the inlet tubing at the tube/strain relief junction of the pump. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Lot number: 4178683.

Event description:
According to available information, although not verified, the patient with this device experienced a problem with the pump. He saw his physician who told him that he suspected that there was a leak in the pump. No other adverse effects were reported.